Event description:
This was a left sided extraction of a single chamber ICD system due to a class I infection. An arterial line was placed, the pacemaker generator was removed and revision of pocket completed. There was a tremendous amount of calcification in the pocket area, so accessing the suture sleeve and debriding the pocket took a significant amount of time (approx. 1.5 hrs). The rv ICD lead was prepped and locked down with lld- ez w/o incident. The md began the procedure with a cook shortie to advance through the clavicle area. A 14f sls sheath with the outer sheath were then used. It was very difficult breaking up the calcification just past the clavicle. Md upsized to a 16f sls with the outer sheath with little progression, deciding to switch to a cook evolution. This helped advance through the calcification a bit more and the lead came free prior to even reaching the svc. Immediately after pulling the lead out of the pocket, the pt's pressure began dropping. The CT surgeon and his team responded to the operating room within mins. An echo was performed and the CT surgeon noted a tear in the ivc/ra junction. An emergent sternotomy was performed, the perforation was repaired and the pt was eventually transferred back to inpatient status.

Manufacturer narrative:
The md and fellows that were present, believe the lead was embedded in the ivc/ra junction area and perforated after the lead was extracted due to severe calcification and adhesions. No devices were retained by the hospital staff for return engineering analysis. The internal lot history review of the product revealed no issues.